Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose readings and a faulty reservoir set. The customer's blood glucose reading was 16.9 mmol/l. The customer's mother stated that ever since she received the pump 2 weeks ago, her daughter had high blood glucose readings. The mother stated that there are air bubbles in the reservoir. The customer's mother stated that the bolus took 1 hour to finish.